Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered too much insulin during a bolus. Reportedly, the pump had delivered a 8-unit bolus instead of a 7-unit bolus intended to be delivered. There was no reported impact to the customer¿s blood glucose level. The customer declined to perform further troubleshooting with technical support; therefore, the allegation could not be confirmed.